Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 341 mg/dl, 166 mg/dl and 145 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter indicated that he had jelly on his hands and did not wash them prior to testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.